Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with the mixing pump in an arctic sun device. Per review of wo on 11nov2024, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Water temperature could not drop below 20 degrees celsius and could not increase more than 32 degrees celsius. Replaced mixing pump. Flow issue. Replaced circulation pump. Passed safety and functional tests. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with the mixing pump in an arctic sun device. Per review of wo on 11nov2024, there was no patient involvement. Per sample evaluation results received via task on 04dec2024, there was a flow issue in an arctic sun device.